Event description:
An initial report was received from a healthcare professional referred to ten consumers. This complaint is referring to one of ten consumers who experienced eye irritation and redness in the right eye after using contact lenses. A consumer visited an eye care professional and was diagnosed with a corneal ulcer. A corneal ulcer was resolved after one week, and an inferior corneal scar was noted. The consumer was instructed to discontinue contact lenses and treated with unspecified antibiotics with an unknown frequency for an unknown period of time. The current status of the consumer¿s eye was that symptoms resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot number was not provided, and the complaint sample was not made available for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).